Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note: based on the complaint description and the x-rays provided the most likely plate used was the 4.5mm curved broad lcp 14 hole plate and will be investigated as such. The implant was not returned and instead investigation will be based on the supplied images. The images were reviewed and the complaint condition for broken post-op for the implant was confirmed as in the first image, it can be seen that there is a gap along the middle of the plate indicting there is breakage. As the implant was not returned, as received, dimensional, material, or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient had a slip and fall which resulted in a broken right femur. On (B)(6) 2018, the patient underwent a surgery and was implanted with a synthes 14 hole stainless steel plate in her right leg to bridge the broken right femur. On (B)(6) 2018, the patient was examined by the surgeon. All looked good from x-rays and the staples were removed. On (B)(6) 2018, the patient was re-examined by the surgeon and all looked good from x-rays. On (B)(6) 2018, while standing up from a sofa, the patient heard and felt a pop in her right leg and could not walk. The patient was examined by an attending physician and x-ray results revealed a fracture of the lateral diaphyseal plate at the level of the previously demonstrated nonunited traumatic diaphyseal fracture. On (B)(6) 2018, the patient was implanted with a new and thicker plate. Patient outcome is unknown. Concomitant devices: screws (part unknown, lot unknown, quantity unknown) this report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).